Manufacturer narrative:
Approximate age of device ¿ 9 months. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was inadvertently taking multiple doses of aspirin instead of (B)(4) at home. The patient presented to the hospital with a gastrointestinal bleed and bloody stool. An endoscopy and colonoscopy were performed and located a cecal ulcer which was too large to treat. No blood products were given. The condition cleared once the patient's aspirin dose was corrected. The patient continues on an anticoagulation regimen of plavix and coumadin with no aspirin. The pump was reportedly functioning as expected. No further information was provided.